Event description:
It was reported that during an unspecified procedure, a catheter breakage occurred. The lesion being treated was located in the left coronary artery and was not predilated. During advancement of the 2.25x16mm taxus libertã© drug-eluting stent delivery system, the physician encountered resistance and the shaft of the catheter broke. The physician was able to remove both pieces without further intervention. The procedure was completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'ok'.

Manufacturer narrative:
Visual and microscopic examination of the device revealed that the hypotube had broken approximately 71cm distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. The balloon and stent were visually and microscopically examined. No visual defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further issues were noted with the returned device. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A root cause can not be determined.